Event description:
The pt experienced a back pain exacerbation resulting in a prolonged in-pt hospitalization. The pt was treated with a pt-controlled intravenous morphine pain pump. The pt outcome was reported as 'recovered without sequela'. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day timeframe. We are filing these late reports as directed by the rsmb staff.